Event description:
A gore excluder aaa endoprosthesis bifurcated endoprosthesis iliac extender component was implanted to repair an iliac aneurysm in 2004. In 2007, a reintervention occurred. A relining of the original implanted device occurred due to a type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.